Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture and low impedance. The lead was capped and replaced. The patient was doing fine after the procedure. No complications occurred during the event.

Manufacturer narrative:
.